Event description:
It was reported that a large volume infusor leaked from between its flow restrictor and distal luer lock. This was noticed after filling with fluorouracil and before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not received and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.